Event description:
Caller reported they accidentally delivered too much insulin. The customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Reportedly the customer consumed carbohydrates to address bg.